Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that matrix drawer 1 was not initially failed. The customer opened and closed the drawer, and it functioned. After a bit, the matrix failed by itself. The fse pulled down to diagnostics and, upon checking the drawer, found it would occasionally fail to detect if it was properly closed. The station was powered down, and the sensors were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es matrix drawer 1 constantly fails. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.